Event description:
One pt with discrepant results. Initial free t4 result 3.27 pmol/l, repeated twice, giving 0.857 pmol/l and 0.892 pmol/l. Initial tsh result 1.71 uiu/ml, repeat 7.89 uiu/ml. Initial results were reported, but user states physician had not seen the results, so had not acted on the erroneous result. The field service rep determined there was a problem with the mixer assembly, s/r tube routing and measuring cell imprecision. He replaced the measuring cell, mixer and rerouted the tubing. Performance tests were performed and within specification.